Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented remotely via merlin.net transmission, device diagnostic issue was observed. Upon review of session records, device was showing apparent mismatch between atrial tachycardia and atrial fibrillation. Programming changes were recommended. No further information available.